Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in fields d4 (lot number and UDI) and h4. Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument's teflon pad on the clamp arm was found to be completely detached. The teflon pad was returned with the instrument. No material appeared to be missing. This failure is mostly likely due to mishandling/misuse. No damage to the blade was observed.

Manufacturer narrative:
Isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The harmonic ace instrument batch/sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A system log review was performed for the harmonic ace instrument using the reported event date and system serial number associated with this event. However, no instrument information was obtained from the log. A site review was conducted and no related complaint records were found. There was no photo or video of the event available for review. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. All fragments were retrieved and no additional surgical intervention was reported as a result of this incident. However, this failure is reportable as unintended fragments falling into a patient could require surgical intervention. Although there was no patient injury, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic tip of the harmonic ace instrument broke and fell inside of the patient¿s anatomy. The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) has requested additional information regarding this event. However, no further details have been received as of the date of this report.